Event description:
The customer reported a broken power on switch. It won't stay on. As a result, the system won't boot up.

Manufacturer narrative:
The ge service rep replaced power switch. He ran an operational check. System operates as intended.